Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sixteen (16) used caresites were returned in conjunction with this complaint. The returned valves were tested per specification for leakage. Beginning at 0psi and gradually increasing water pressure up to 45psi, there was leakage observed on fifteen (15) of the samples returned. The reported defect was confirmed. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to address issue of leakage involving the caresite valve. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: after infusing for 5 hours, female luer of caresite cracked. Chemotherapy being infused was (5fu) fluorouracil. No injury reported.